Event description:
It was reported that ¿after it was used for a few seconds, the bur of the relevant device was confirmed to be unexpectedly damaged (broken).¿ it was confirmed that no fragments were produced as a result of the break. A back-up device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. (B)(4). Product evaluation: no analysis results available; device discarded by user facility.